Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received motor error and motor encoder position error. The customer¿s blood glucose level was 532 mg/dl. The customer reported that they received a motor error alarm during bolus. Customer reported that the displacement test was passed. The customer declined troubleshooting for motor encoder position error. The insulin pump will not be returned for analysis.